Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during patient use. A back-up device was available. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to replicate the reported issue and it could not be verified in a review of the downloaded device data. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during patient use. A back-up device was available. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.